Event description:
Healthcare professional reported a right side capsular contracture baker grade iii and later "any creases" via rga checklist. The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: capsular contracture: unable to observe as it is not related to the manufacturing process. Crease / folding of implant: observed creases on device. Additional, changed, and/or corrected data: d9, h3, h6.

Event description:
Healthcare professional reported a right side capsular contracture baker grade iii and later "any creases" via rga checklist. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture, baker grade iii" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.